Event description:
Pulmonetic systems, inc. Received a call from a representative of hospital on 01/23/03. The representative reported the following problem: place of incident: emergency. Rt: "transported to and from CT without incident. After returning to emergency and plugging into wall vent was function correctly. Walked to next bedside and heard vent alarming, returned to vent and found as if it had been turned off. Turned vent on and it appeared to be working fine, walked to see another patient and heard vent alarming again, took patient off vent. Patient bagged while another vent setup. Did not notice any smoke." Biomed: "able to reproduce turnoff on dc power (low battery) with no alarm." Audible alarms were noted. Accessory: 02 source -50 psi. Unit being operated on ac power at the time of event. Ac power is the primary power source.